Manufacturer narrative:
Patient birth year: (B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date that a trochanteric fixation nail advanced (tfna) nail used to treat a subtrochanteric femoral fracture broke. Fragments were generated and required additional intervention. A revision operation will be performed. Concomitant device reported: unk - nail head elements: tfna helical blade (part# unknown; lot# unknown; quantity: 1 ). Unk - end caps: tfna (part# unknown; lot# unknown; quantity: 1 ). This report is for one (1) 5.0mm ti locking screw w/t25 stardrive 38mm for im nails. This is report 2 of 2 for (B)(4).

Event description:
Concomitant device reported: tfna helical blade perf l100 tan (part# 04.038.400s, lot number: h703762, quantity: 1 ). Unk - end caps: tfna (part# unknown; lot# unknown; quantity: 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6 investigation summary. Visual inspection: the received locking screw is broken in two pieces, the breakage occurred about 17mm below the head. The thread flanks at the forefront are flattened, it can not be defined if this damage occurred during the insertion or extraction. The thread flanks are in the area of the breakage stronger deformed, which is an indication of a high load transfer between nail and screw. Dimensional inspection: outer diameter: specification 4.95mm max / measured: 4.86mm = pass. Core diameter at fracture face: specification 4.25mm 0/-0.05 / measured: 4.24mm = pass . Drawing/specification review: drawing was reviewed to verify the relevant dimensions and the material requirements. The review of the manufacturing documents has shown that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The used material was according to the norm for wrought titanium 6-aluminium 7-niobium alloy implants for surgery. Summary: the complaint is confirmed as the locking screw was found broken when it was received. The breakage of the nail and the locking screw can also be confirmed on the received x-rays. The for the complaint relevant dimensions were checked as far as possible and found to be within specifications. This and the findings above let us exclude a manufacturing related issue. Based on the provided information we are not able to determine the exact cause of this breakage. We can only assume that any occurrence during the healing process, e.g. Non-union, delayed union, mal-union, overloading of the osteosynthesis or a combination of different factors, did lead to a fatigue failure. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history part: 04.005.528. Lot: 2l10781. Manufacturing site: mezzovico. Release to warehouse date: 31. Oct. 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.